Manufacturer narrative:
Photos of the reported cuffed tracheostomy tube part number 8cn85h were received for evaluation. The printing on the flange cannot be read since has been almost completely rubbed off and the angle of the photo does not allow the laser printed lot number to be read, therefore a device history record cannot be conducted. The reported failure mode is confirmed. The sample is not expected for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the labeling on the flange rubbed off completely. The patient was reintubated.